Event description:
It was reported that the pump gave a no disposable alarm. No additional information available. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypads and labels intact. The pump was in fair physical condition and had a bleeding liquid crystal display (lcd). A review of the event history log found no evidence of the error code in the history. Functional testing was performed. The device was started in application and the reported problem was duplicated. The pump began double beeping with a cassette attached, which would cause the no disposable alarm. The root cause of the problem was the downstream sensor. To resolve the problem, the downstream sensor was replaced.